Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. It was reported that the patient experienced a severe hypoglycemic event in which rescue was required. It was indicated that the cgm was displaying 90 mg/dl compared to the bg meter reading of 40 mg/dl. Event details were not provided. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.